Event description:
It was reported, "the patient was burned by the flames from the tip of the electrode during outputting coag mode. Output setting: 30w. The insulation part of the electrode was deformed. We connected the returned product to s5000 and cut/coag were activated @ 30w. The number of uses was unknown. What procedure was being performed: removing the implant. At what point during the procedure were the flames noticed (i.e. Beginning, middle, end)? Middle. Where were the flames coming from? The tip of the electrode. Burn: ii degree. Was their charring or tissue built up on the electrode? Unknown. What was done to correct the situation? Unknown. What was the esu being used, what were the settings? Esu: expc output setting: coag 30w. What were the events leading up to the reported malfunction? Unknown. Will this event be reported to the pmda of mhlw? No"

Manufacturer narrative:
The device has been requested for return; however, has not been received to date. A supplemental report will be sent on completion of the quality engineering investigation. This report is associated with medwatch 3007305485-2013-00117 submitted for the electrosurgical pencil utilized in this event.

Manufacturer narrative:
The device in question, the disposable stainless steel 1 inch heavy flat blade electrode with hex hub, enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The device involved in the reported incident was never returned to conmed corporation for evaluation. The DHR/lhr, device history record/lot history record, review was not conducted as the lot number was not made available. This device is a disposable active electrode; however, when the end-user was asked the number of uses for this device - it was unknown; therefore, it is unknown if the device has been utilized beyond the intended single use. There could be multiple of possible causes for this failure mode. Improperly assembled device could be a possible cause for this failure mode; however, in process inspection and visual checks were done to ensure proper production of the devices. Any manufacturing related defects were mitigated through these production inspections and visual checks. A photograph of the electrode was provided by the end-user. A black mark on the tip of the electrode and a damaged insulation was observed during the examination of the photograph of the device. In depth investigation of the electrode was not possible due to lack of complaint sample. Possible cause of the complaint could be arcing during the surgery due to damage electrode. Other possible cause of this failure mode could be due to user related error. The IFU, instructions for use, states, "use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible". Other possible cause could be device damage after the production. The IFU indicates, "these devices should be inspected before each use. Visually examine the devices for obvious physical damage." Possible cause could be incorrect blade/pencil connection due to user related error. The IFU also states that these devices should be inspected before use to, "verify that the electrode is fully and securely seated in the handpiece before use." An improperly seated electrode could result in arcing. The IFU states, "improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection." Another possible cause of the failure mode could be touching the patient with the associated cables during the surgery. IFU specifies, "to avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator." When the end-user was asked if there was charring or tissue build up on the electrode they responded that this was unknown. The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, section on recommended practices for electrosurgery, recommendation vi, states, "the active electrode should be used in a manner that minimizes the potential for injury. Paragraph 7 states - the active electrode tip should be cleaned frequently, away from the incision, to remove eschar. Eschar buildup on the active electrode tip impedes the desired current flow, causing the entire unit to function less effectively ans serving as a fuel source, which can lead to fires." The investigation of this reported event has revealed that the surgical site was prepped with chlorhexidine gluconate with ethanol, an antimicrobial skin prep, as well as methylrosanilinium chloride which is commonly used as a dye for marking the skin for surgical prep. Both of these chemical solutions are highly flammable. When the end-user was asked about the drying time of the alcohol based skin prep, this fact was unknown. The IFU for both the electrosurgical pencil and the active electrode utilized in this reported incident, as well as the esu operating manual all warn that, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions, or drapes, oxidizing gases such as nitrous oxide(n20) or in oxygen-enriched environments." Per the ast, association of surgical technologists, recommended standards of practice for skin prep of the surgical patient, "alcohol or alcohol-based solution must be allowed to thoroughly dry prior to the placement of the drapes in order to avoid the fumes building up under the drapes and being ignited, particularly if electrosurgery or a laser will be used." The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, section on recommended practices for preoperative patient skin antisepsis, recommendation viii, states, "if a flammable skin prep agent is used, additional precautions should be taken to minimize the risk of a surgical fire and patient burn injury. Using flammable skin prep agents in the operating room or procedural area poses a serious risk of fire because of the common use of ignition and heat sources (eg, electrosurgery, lasers, drills, fiberoptic cables). " under this same section, recommendation viiie reads, "the prep agent should be allowed to dry and vapors to dissipate before application of an incise drape or surgical drape, or use of electrosurgery, laser, or other heat source. The prep agent remains flammable until completely dry. Vapors occurring during evaporation are also flammable. Trapping of solution or vapors under drapes increases the risk of fire or burn injury." Drying times were stated as unknown by the end-user and it also remains unknown when the patient was draped time-wise in relationship to the skin prep being completed. The reported customer complaint cannot be conclusively confirmed; for, the device in question has not been made available for review. Without evaluating the suspect device a conclusive determination of root cause cannot be made. The complaint investigation has not identified nor confirmed any manufacturing defects with the quality engineering investigation; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. This report is associated with medwatch 3007305485-2013-00117 submitted for the electrosurgical pencil utilized with the disposable active electrode utilized in this reported event. Never returned to conmed corp.